Manufacturer narrative:
(B)(4). Results: evaluation of the returned product found that one of the two 3-prong male quick release buckles were broken into half. The unit was returned in the original shipping box. (B)(4).

Event description:
Customer reported that the buckle is broken in half. The product was never applied to a pt and they detected this when the product was no pt contact reported.